Event description:
During evaluation of a returned spectrum iq pump, the device alarmed false upstream occlusion. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device alarmed upstream occlusion. The cause was identified to be an out of the specification ultrasonic sensor reading, the ultrasonic sensor was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.